Event description:
It was reported that there was air in the cuff, it was not inflating so there was a possibility that there was a leak. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one used device received for device analysis. The customer reported complaint was confirmed during analysis. The probable cause is due to improper application of solvent between pilot balloon and the valve. It is an atypical and rare occurrence.